Event description:
Relief circulator informed circulator that tip-up grasper (ref: 470347, lot: 10210111 0038) malfunctioned during use and was removed from surgical field and replaced. Physician assistant informed circulator that area was inspected with no apparent injuries or debris. Surgery continued. Broken instrument placed in red bag and given to pcc.